Event description:
This is 1 of 3 reports (same failure, same product, different patients). Linked to mfg report numbers: 3014334038-2022-00142 and 3014334038-2022-00143. A physician reported the auto stop feature of a deposable perforator (ID 261221) failed during cranial perforation. No patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The disposable perforator (ID 261221) was not returned for evaluation (discarded). Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint include: perforator components cannot withstand multiple sterilizations/uses, impact introduction of drill to skull able to cause scoring on the pin/triangle/slot interface, inadequate spring (k-factor and/or length), drill used for multiple holes; chatter/deformation of pin/slot interface, drill allows to be set incorrectly, incorrect specification of surface finish for inner drill outer drill and pin, or user misuse. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Additional information received: - it was stated that there were 3 adults patient involved however, it was also noted in the form that there were 4 units. Kindly confirm how many patients were involve or why there were 4 units used in 3 patients? In one patient after failure of 1 unit, 2nd unit was also used which failed. Total 4 units failed on using 3 patients. - please provide age and gender of each patient: all 3 patients were adult, details not shared by dr/hospital - kindly confirm if all the incident happened in the same date? No, different dates in a span of 1 month - procedure performed : all patients were performed cranial burr-hole - was there a delay in the procedure due to the product problem? If yes, how long was the delay? Yes, approximately 15-30 minutes - manufacturer of the drill used with the perforator. Stryker - was the drill electric or pneumatic? Electric - did the perforator click in place in the drill? Yes - are the recommended spring tests being performed between each burr hole? Yes.

Event description:
N/a.